Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor delivered pulse above the upper limit. The cause for the failure was isolated to a defective insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The root cause for the defective transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue when a reportable malfunction was found.